Event description:
It was reported that the system 9600+ displayed a saturation fault after attempts were made to x-ray. The system was replaced and the procedure completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The reported issue remain under investigation. A follow up report will be filed when additional details become available.